Event description:
A nurse reported the surgeon was unable to perform photocoagulation to the retina during a case. The procedure was aborted and was rescheduled for a different day. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system, confirmed the problem reported. The system was readjusted and recalibrated. The fiber was cleaned and realigned. Preventive maintenance was performed. The system was then tested and met product specifications. A root cause has not been determined. (B)(4).